Manufacturer narrative:
G4:12mar2021. B4:16mar2021. The field service engineer replaced the power management board which resolved the issue and the device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
It was reported to philips by the biomed that the v60 will not turn on and suspects the power management board is defective. The device was being setup in respiratory therapy before patient connection. Another v60 was used and there was no delay to patient care, and no report of patient harm. A good faith effort was made and the customer stated that the device won't start, and a continuous alarm sounds with yellow and red flashing lights. The customer requested a philips field service engineer be dispatched to the customer site to replaced the power management board.